Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. The lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. Both haptics are bent in the gusset and distal area pressed against the posts of the lens case. The optic has scratches and is pressed against the posts and down into the well area of the lens case. All product and batch history records are reviewed by quality prior to product release. Associated products were not provided. It is unknown if qualified products were used. Upon return, the lens was observed to be placed into the lens case incorrectly resulting in damage. The reported damage was observed. Other lens damage was observed that may have occurred due to how the lens was positioned in the lens case for return. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is:(B)(4).

Event description:
A customer reported prior to the implant of an intraocular lens (iol), the lens had scratches all over it. A backup lens was used to complete the procedure. Additional information was requested.